Event description:
1. The batteries really gave up a ton of performance within the first year of usage. In the b. Braun manual, it states that batteries "should" last 2 years, but we barely got 12 months out of them. After seeing such high rates of failure, we went ahead and replaced all 469 batteries in all 469 pumps. The model number we have is 400es, and b. Braun is aware, however they attempted to attribute the problem to users' failure to plug in the devices.